Manufacturer narrative:
The reliability analysis inspected 3 opened and or used reservoirs and performed manual prime test using a new lab infusion set along with 7xx pump. All reservoirs passed per inspection and no occluded anomalies were observed during analysis. The reservoirs connected and or locked in place properly.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. The customer states insulin was not being delivered. Customer's blood glucose level was 420mg/dl. The customer treated with pump. Troubleshooting was conducted, and the alarm was resolved by a complete set and reservoir change. The customer will be returning reservoir for analysis and receiving replacements.